Event description:
As reported by the user facility: reports a leaking safsite valve. The nurse removed the IV line from the valve at approx 0200hrs. The valve (safsite) and IV cannula were left in situ according to the patient. The pt awoke at 0600hrs feeling saturated and noticed a pool of blood when looking down at the bed. The pt then called the nursing staff who cleaned-up the patient and bed (approx 300 ml of blood). The pt was quite distressed and needed one extra day in the hospital.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. There were no other reports of this nature against the reported lot number. If add'l pertinent info becomes available, a follow-up report will be filed.